Event description:
It was reported that the recorder had various episodes of asystole, of which most were false. It was also reported that there was an issue of where there a good r-wave which was far above the sensitivity level and then nothing, with not even any vs (ventricular sense) recorded. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.